Event description:
The suspect device result was hi on a pt. A lab test was performed and the result was 362 mg/dl. Controls were in range. The device was replaced and requested to be returned for evaluation.